Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/15/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and yellow particles, wear abrasion. Leak test was performed and found opening on device. A microscopic analysis was performed which identify more than three striated edge opening, consist with use of a surgical tool in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side has "gone down". Healthcare professional reported right side deflation. Device has been explanted.